Manufacturer narrative:
Clinical investigation: a temporal association exists between hd therapy utilizing the optiflux f180nre dialyzer, and the patient¿s adverse event of pruritus requiring a change in dialyzer type. The documentation in this complaint file supports a possible association between the fresenius optiflux f180nre dialyzer, and the patient¿s adverse event. It was reported the patient¿s dialyzer type was changed, after which there were no additional complaint(s); thus, indicating a possibility the patient experienced a hypersensitivity and/or allergic reaction to the optiflux f180nre dialyzer on (B)(6) 2018. While uncommon, hypersensitivity reactions are known to occur with use of optiflux dialyzers. Additionally, hypersensitivity reactions have been known to occur days, months, even years after use with the same dialyzer model. Should additional information become available, please re-submit for a clinical investigation review and the need for a revised clinical investigation will be re-evaluated accordingly.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on three of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a hemodialysis (hd) patient experienced mild itching following the completion of hd treatment. Upon follow up, the clinic¿s charge nurse stated that the patient was prescribed benadryl and the patient reported that it did not alleviate the itching, although it is unknown if the patient was compliant with their prescription. There was no dermatological cause found for the patient¿s itching, and the patient¿s nephrologist recommended a change in the prescribed type of dialyzer beginning (B)(6) 2018. There was no serious injury to the patient as a result of the reported event and all treatments were completed as prescribed. Additional patient and event information was requested, but was not provided.